Manufacturer narrative:
Citation: nuis, r. Md et al. Defective recovery of qt dispersion following transcatheter aortic valve implantation: frequency, predictors and prognosis. Journal of geriatric cardiology (2015) 12: 482-488 doi 10.11909/j.issn.1671-5411.2015.05.016 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding defection qt segment dispersion after the implant of a transcatheter bioprosthetic aortic valve. All data were collected between 2005 and 2012. In total 222 patients were implanted with a corevalve, however only 45 met inclusion criteria. Serial numbers were not provided. The study population was predominantly male; mean age 78 ± 10 years. Among all patients adverse events included: left bundle branch block (lbbb), atrial fibrillation (afib), right bundle branch block (rbbb), and permanent pacemaker implant. No additional adverse patient effects or product performance issues were reported.